Event description:
The left hip was revised and the revising surgeon found corrosion and erosion of both the original metal and plastic components as well as large amounts of foreign body material and granulomatous reaction around the hip.